Event description:
Nellcor puritan bennett received info that suggested that the device stopped cycling while in pt use. The customer reported that there was no harm to the pt.

Manufacturer narrative:
Npb will notify FDA should further info become available.